Manufacturer narrative:
The ri robotic drill attachment, p/n rob10015, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Drill was disassembled and the drill attachment was removed. It was found that the drill attachment bearing shaft lock nut was out of torque spec causing the drill attachment to get stuck on the drill. The most likely cause of this event is the mechanical lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the nc owner has been notified to consider further escalation action. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during set up for a cori assisted tka surgery the ri robotic drill attachment got stuck on real intelligence robotic drill. Therefore, the procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6: the ri robotic drill attachment, p/n rob10015, sn(B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Drill was disassembled and the drill attachment was removed. It was found that the drill attachment bearing shaft lock nut was out of torque spec causing the drill attachment to get stuck on the drill. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during set up for a cori assisted tka surgery the ri robotic drill attachment got stuck on real intelligence robotic drill. Therefore, the procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Corrected data: e1 ( initial reporter name), g2, h6 (medical device problem code).

Event description:
It was reported that, during set up for a cori assisted tka surgery, they ran the kpc test and the real intelligence robotic drill accepted and lock the bur, but it did not sound right and failed a number of checks. They re-tested a few more times with failures each time. When attempting to unlock the bur an error appeared. They hit continue and tried multiple times with no progress. Also, the ri robotic drill attachment got stuck on real intelligence robotic drill. Therefore, the procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Then, they powered down the machine and unplugged the drill and moved into another room in order to check it. They powered up the system and replugged the drill and set up a dummy case, but same error occurred when attempting to unlock the drill, and long attachment did not release. Also attempted to remove the long attachment via drill diagnostics. The drill would sound like it was unlocking to remove the long attachment, but would still not budge. Retried a few times with no change. The drill has the tracking array and long attachment stuck on the drill.

Manufacturer narrative:
Internal complaint reference case-(B)(4).